Manufacturer narrative:
This report is for an unknown mono/ polyaxial screw/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Initial reporter was attorney. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported through legal, a patient had an original spine operation on an (B)(6) 2015 and two (2) matrix screws broke postoperatively. The devices remain implanted at this time and there is no known plan for revision surgery. Concomitant device reported: unk - mono/ polyaxial screws: matrix (part # unknown, lot # unknown, quantity # 2), curved rods (part # 04.636.040, lot # unknown, quantity # 2), locking caps one step for matrix (part # 04.632.000, lot # unknown, quantity # 4). This is report 2 of 2 for (B)(4). This is for one (1) unknown mono/ polyaxial screw.